Manufacturer narrative:
Eval code-conclusion applies to the pump. Eval code-conclusion \ applies to the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8785, lot# n529665, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative regarding an (B)(6), female patient who was receiving morphine (unknown concentration) at 0.1 mg/day via an implantable pump for spinal pain and lumbar radiculopathy. The patient's medical history and concomitant medications were unknown. On an unknown date, the patient experienced hypotension and a pocket of fluid at her spinal incision and was hospitalized. On (B)(6) 2015, the patient's daughter requested the pump be turned down. The nurse updated the pump to minimum rate mode. The tentative plan was to explant the pump and catheter on (B)(6) 2015. The patient's status was reported as "alive - no injury." It was later reported they decided to keep the pump in and the patient was to follow-up with managing physician to have the pump returned to therapeutic settings. If additional information becomes available, a follow-up report will be submitted.